Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating the audio alarm stopped working and they had to reboot the system. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.